Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that the cause was inability to charge implant, patient had pain because it will not charge. Patient did as the representative said but nothing to charge the implant. The issue was not resolved and patient wanted to see a manufacturer representative at the doctor's appointment. Patient stated that their weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the battery in her back wouldn¿t take a charge. The patient reported that it wouldn¿t hold a charge, but ¿it thumps sometimes.¿ the patient reported that it was like a thump, like a knock, it hurt in the ins area. The patient reported that it wasn¿t charging at all. The patient reported that she hooked it up but it didn¿t charge, wouldn¿t hold a charge. The patient reported that a ¿hazard¿ screen came up when charging and the patient confirmed seeing a triangle with exclamation mark. The patient reported that this screen was on the patient programmer. No troubleshooting could be done during the call because the patient didn¿t have her equipment with her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she did talk to a rep who showed her how to charge the device but the patient was still unable to charge the device. Patient did not know what the rep's name was, when she saw the rep or what is the cause of the issue. She added that the issue is still going on and she might make an appointment with a pain management doctor. No further complications were reported/anticipated.